Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A heal collars 3.5x4.5, 3mm (hc343) was returned for investigation. Visual inspection of the returned product identified some residue present between the abutment threads. Functional testing was performed for the returned product and found that the returned abutment successfully screwed into compatible in-house testing implants. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot.. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 & biomet 3i restorative products IFU (p-iis086gr) rev e. Information identified: applicable information can be found in the warnings, precautions, and torque matrix - internal connection, and potential adverse effects sections. Complainant reported that the abutment could not be screwed unto implants. The reported event could not be confirmed through visual inspection and functional testing. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Reporter's email address unknown / not provided.

Event description:
It was reported that the hc343 abutment could not be screwed unto the implants. Doctor used a different abutment to complete the procedure.